Manufacturer narrative:
(B)(4). The sample was not available, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a twist end of tubing that connects to the supply line fell off, this problem occurred during setup. The technical service representative (tsr) assisted the home patient (hp) to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2012. The patient stated the following: the luer adapter pulled out from the cassette line when attempting to connect it to the bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined due to the sample not being returned.